Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who went onsite and determined that the problem reported by the customer is not an equipment error. Based on the information available and the testing conducted, the cause of the reported problem is that the method of measurement with the simulator for the nibp parameter, being dynamic, is not recommended by philips for validation. The technology used to measure nibp values is static, ensuring the reliability of the measured values. The fse sent a clinical validation document of the accuracy of the nibp measurement for philips products. If the validation basis used is dynamic, there will be inconsistencies in the values read by the simulator due to the calibration protocols of each manufacturer of the active ingredients used. The fse advised that the recommendation from philips, according to the service manual and the factory, is a static validation. The fse performed preventive static installation along with verification, and the equipment was working normally, and there were no faults. The device was returned to clinical use at the customer site.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that during preventive maintenance and equipment calibration, a discrepancy was identified in the systolic and diastolic pressure values provided by the non-invasive blood pressure (nibp) module. The measured values do not correspond to the expected parameters, indicating a possible inconsistency in the measurement. The device was not in use on a patient at the time of the event, so there was no patient involvement.